Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had several issues. Customer¿s blood glucose was unknown at the time of incident. Customer reported that the insulin pump battery life does not last long, scratches on the screen making it hard to read the display, end cap was missing, had a failed battery test alarm, insulin squirts out, and buttons were hard to press. Customer declined troubleshooting. Insulin pump is not expected to return for analysis.

Manufacturer narrative:
Device received with minor scratched lcd window and cracked battery tube threads. Unit received with no button response due to unlocked j2/lcd keypad connector. Unable to verify low battery alarm, failed battery alarm, prime or fill anomaly and perform all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test due to no button response.